Event description:
It was reported by service report that the customer attempted to repair the brake system due to brake cam wear and tear. A stryker service technician was asked to complete the repair. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Evaluation code: brake cam.